Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other applicable components are: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient¿s wife turned the patient¿s stimulation off once for a procedure, but they were unable to turn stimulation back on afterwards. The patient was reportedly symptomatic within five minutes. No further complications were reported.